Event description:
Post procedure with the subject flow diverter on (B)(6) 2022 patient developed pain in groin and had continued headaches. Patient has past history of headaches. The pain in head and groin continued to persist at 1 month follow up visit as well. Patient has a medical history of severe headache/migraine, depression, anxiety and pain. Adverse event out come is indicated as not recovered/not resolved. It was indicated that no treatment was required. The adverse event is indicated to be possibly related to the study procedure, the study device and an underlying condition or disease.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the pain was general pain per site, the subject had past medical history of general pain. The groin pain was possibly related to the study procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient discomfort/pain¿ and ¿patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
Post procedure with the subject flow diverter on (B)(6) 2022 patient developed pain in groin and had continued headaches. Patient has past history of headaches. The pain in head and groin continued to persist at 1 month follow up visit as well. Patient has a medical history of severe headache/migraine, depression, anxiety and pain. Adverse event out come is indicated as not recovered/not resolved. It was indicated that no treatment was required. The adverse event is indicated to be possibly related to the study procedure, the study device and an underlying condition or disease.